Event description:
Using medlite c6 laser to remove a tattoo. While wearing protective eye wear, floater and a scotoma in the vision of the right eye. A laser retinal injury has been diagnosed. Dates of use: (B)(6) 2007 - (B)(6) 2016. Is the product over-the-counter: no.